Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that the pain did not resolve after the device removal. Like the surgeon thought, the pain did not come from the system.

Manufacturer narrative:
B3: date inaccurate, only the year is valid. G2: the country of origin is canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the patient had their stimulation turned off, and their ins drained from 100% to 40% within two days. The representative was to meet with the patient the week of (B)(6) 2024. Additional information received from a manufacturer representative. It was reported that after seeing the patient and communicating with the ins, it was determined that the ins battery was behaving fine. It was noted that the patient's comprehension was limited, especially concerning the controller reading on the percentage of charge as it fluctuated by 10% increments. The recharging reports indicated normal discharge/recharge time which were not consistent with the patient's initial claims. The representative was going to replace the controller and recharger to make sure there wasn't a problem with the controller reading/displaying information. The representative noted that they suspected the patient was "not being honest" and "trying to stay on workers' compensation asking for a revision unfortunately."

Event description:
Additional information received from a manufacturer representative. It was reported that the patient's controller did not require replacing. The patient kept complaining and came back with a new pain. The physician decided to explant the patient's ins as they were threatening the surgeon of malpractice. The representative noted that "psychological factors were in play here."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The ins was explanted on (B)(6) 2024. Patient demanded to have the system explanted thinking th eir electrode placement was the cause of pain. The ins was discarded.